Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
On (B)(6) 2019, 11:24:55 am by: (B)(6). Symptom: 07 fix: 18 summary: alarms. Customer claims this unit is alarming circuit occlusion and the ventilator is not delivering any breaths, also, the peak pressure is reading 167 all the time, customer is requesting for field service to come in and correct this problem. On (B)(6) 2019, 9:39:28 am by: (B)(6). Symptom: 93 fix: 17 summary: alarms. Called. Left voice mail.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to tca drift railed high a/d counts. The unit has passed all test, calibrations and is working to manufacture specifications.